Event description:
It was reported the atrial lead was replaced due to low impedance. The atrial lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found an intermittency between the connector pin and the cap; full lead returned and analyzed.